Event description:
The customer indicated the device¿s battery won¿t hold a charge. This does not indicate a reportable event. However, during testing and investigation, it was reported that there was an abnormal burn smell, which was due to a swollen, melted battery. There was evidence of leakage through a hole at the bottom part of the battery. The customer confirmed there was no patient involvement, critical delay in therapy or adverse event.